Manufacturer narrative:
According to the field, the ra lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had micro-perforated the patient causing a pericardial effusion. High ra thresholds and reduced sensing was also observed. The patient reported feeling chest pain because of the issues involving the ra lead. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.